Event description:
It was reported that a patient underwent an anterior pelvic floor repair. Four months post-opertively, the patient experienced pain radiating into the left groin during intercourse. Additionally, she has left groin pain with cough. Examination revealed no device exposure, but both anterior superficial straps were tender and there was a tender ridge running between them at the distal edge of the anterior mesh. A second operation was performed in 2007 to divide the distal edge of the anterior mesh at the midline, in essence lengthening the arms. Also, a thick fibrous band of tissue was transected with resolution of the stricture.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.